Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, stent damage occurred. The target lesion was located in the left anterior descending (lad) artery. The 3.00x32mm liberte bare metal stent delivery system was advanced, but could not cross the lesion. When the device was removed from inside the pt, it was noted that the stent was flared. The procedure was completed with another of the same device and there were no pt complications. The pt's current condition is listed as "ok".